Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/25/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after spaceoar vue placement, the images initial images revealed that the gel was in correct position, however, on cone beam computed tomography (cbct) imaging the hydrogel moved posteriorly toward the rectal lumen and diminished in size. It was suspected by the physicians that the hydrogel may have been inadvertently placed at least partially beneath the outer layer of the rectal wall during insertion. As the inner layers of the rectal wall weaken, a small passage may have formed, allowing the hydrogel to have entered into the rectal lumen through a mucosal defect, ultimately leading to its exit from the body. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/25/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The following block was updated based on additional information. Block e1 (initial reporter phone).

Event description:
It was reported that after spaceoar vue placement, the images initial images revealed that the gel was in correct position, however, on cone beam computed tomography (cbct) imaging the hydrogel moved posteriorly toward the rectal lumen and diminished in size. It was suspected by the physicians that the hydrogel may have been inadvertently placed at least partially beneath the outer layer of the rectal wall during insertion. As the inner layers of the rectal wall weaken, a small passage may have formed, allowing the hydrogel to have entered into the rectal lumen through a mucosal defect, ultimately leading to its exit from the body. No patient complications were reported as a result of this event.